Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets though port #5. There were multiple valve sets that were described as having ¿air in line with port #5 on valve sets¿. It was unknown at which process step these issues were discovered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: device manufacture date ¿ the lot was manufactured between march 5-6, 2025. H11: the actual device was not available; however, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on a random companion sample, and no issues were noted. Functional testing was performed on a random companion sample, and no issues were observed. The sample was evaluated by reproducing the customer complaint as closely as possible. The valve set was then analyzed at various points throughout the prime and verify, pump calibration, and direct entry processes. Direct entry compounding cycle was performed, which compounding cycle completed with no bubbles, or bubble detected alarms or errors encountered. The issue of bubbles was not verified during prime and verify, the ui flush after prime and verify, the pump calibration process, and direct entry compounding cycle during sample testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.